Event description:
Update 4/6/2015 medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metal on metal wear, corrosion on the taper neck, black staining of synovium. The complaint was updated on: 4/23/2015.

Event description:
Medical records received. After review of the medical records for MDR reportability, the medical records contain x-ray from day of dor (no concerns found) and abdominal CT from before doi. There is no new information that would affect the investigation.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert and no other reports against the femoral stem. A review of provided medical records and radiographs finds the reported event is unlikely to be product related. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Maude event report (mw 5038864) states: patient experienced pain, popping and aching, squeaking, elevated metal ion levels, and pockets of fluid. The information received does not change the MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 1/9/2015 & 1/13/2015- medical records received. A doi was provided. After review of the medical records it was discovered the patient was revised so a stem is being added for the high metal ions. The complaint was updated on: 2/4/2015.

Event description:
Update jun 16, 2017: legal medical records received. After review of medical records it was reported that the patient was revised to address metal on metal wear, pain and elevated cobalt chromium levels above 7ug/l, magnetic resonance imaging and computed tomography showing fluid collection. Revision note reported there was a medium-sized fluid collection in the joint that was purulent in appearance, but consistent with metal-on-metal wear. There was black staining of the synovium. There was a mild amount of corrosion at the tapered neck and evidence of some wear on the edge of the metal liner. Added complainant information and laboratory values. This complaint was updated on: jun 27, 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.